Event description:
It was reported that during a da vinci hysterectomy procedure, a wire broke at the tip of the tenaculum forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tenaculum forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable to be broken at the instrument distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument clevis did not exhibit any damage or wear marks. Failure analysis also found a loose grip cable at the instrument wrist. One grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the instrument backend. The housing was removed to find one grip cable broken near the back idler pulleys. Clamping pulleys exhibited white residue around cable grooves. The other backend cables were not damaged. Additionally, the distal end of the main tube had various scratch marks with light material removal. The scratches were .260 - .281 in length and not aligned with the tube axis. It was concluded that the damage to the main tube may have been due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, broken cable if to reoccur and main tube scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.